Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed that the pins on the electrical contacts of the subject device' video connector socket had been bent. Omsc also surmised that this bending of the pins on the electrical contacts of the video connector socket was attributed to the endoscope which had been connected with the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus (B)(4) se & co. Kg (oekg) was informed from the user that the image of the subject device didn't displayed at the unspecified timing. It was been connecting with the camera head (otv-s7h series) which is a capable instrument of the subject device. At the incoming inspection for the repair, the service department of olympus (B)(4) se & co. Kg (oekg) identified that the pins on the electrical contacts of the subject device' video connector socket had been bent. It also had not been able to made lock on the video connector for connecting with the camera head (otv-s7h series). There was no report of patient injury associated with this event. The user did not provide the other detailed information.